Event description:
As stated by the customer (B)(6) 2011: (B)(6) potential incident - the staff had completed the bath with the bolero lift bath trolley and had placed the resident on the bed by rolling the individual on the with the bolero resting on the side of the bed. The staff member, with the knee injury, was pulling the lift off the bed and it suddenly tilted towards her hitting her knee and bending it backwards. The force of the bolero hitting her knee caused her to lose her balance and she fell backwards landing on her buttocks and she felt instant pain in her back. The lift was then caught under the bed, and the lift was tilted at about a 60 degree angle, due to the force of the lift under the bed it caused the bed to start to tilt. The second injured staff hurt her shoulder by holding the bed down. The 3rd staff member hurt her hand while trying to remove the bolero from under the bed. Customer statement: both the bed and the trolley were at the highest position, for staff to work at a safe level and position. With the trolley positioned on the bed, and with the weight of the resident on the trolley and then rolling him off the lift, this movement adjusted the height of the mattress where the trolley was resting on, raising it up a few inches. When the staff member pulled at the top of the pillar to move the lift off the bed, the trolley started to slide off the bed and then tipped. The trolley did not full tip over but was wedged under the bed, the legs of the trolley were wedge and this caused the bed to lift as well. The two other staff held the bed down until the trolley could be removed from under the bed. Doing an on site visit on (B)(4) 2011. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital (B)(4) will be reported by us, the legal MFR, arjo hospital (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.